Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 382 mg/dl, vomiting, and a diabetic ketoacidosis episode resulting in a hospitalization. Reportedly, the adverse event was caused by the pump as the customer alleged that there were unspecified battery issues, air bubbles within the insulin cartridge and that insulin was not received for several hours. Prior to the hospitalization, the customer delivered a correction bolus to address bg/dka. While in the hospital, the customer was treated with insulin via a drip, full dka service and the customer¿s blood pressure was monitored; details were not provided regarding the full dka service provided. The customer performed an infusion set change while in the hospital and continued to use the pump for insulin therapy. The customer inspected the pump supplies, and no issues were observed with the infusion set cannula and there were no air bubbles observed within the patient tubing. A pump history review was performed, and no alerts or alarms were found to indicate any disruption of insulin deliveries at the time of the event. Customer was released from the hospital 2 days later (B)(6) 2021 with the issue resolved. At the time of the report, the customer continued to use the pump for diabetes management.